Event description:
Ous MDR - after an implant period of approximately 15 months, oversensing with an inappropriate shock was reported. It was detected through home monitoring that one shock was aborted, than the patient received one shock and again another shock was aborted. Furthermore it was reported, that the patient sleeps on an electrical bed but did not use it during oversensing episode. The lead was implanted through cephalic vein and fixed on the IV septum. The patient was born in 1946.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple abrasion marks were noted along the lead body. Between 55 cm and 57 cm distal to the df4 connector pin, the insulation was found rubbed through. This damage can be considered as the root cause of the oversensing with shock delivery reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore, cuts in the insulation with blood infiltration, as well as a deformed shock coil, were noted. These most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.